Event description:
It was reported to philips the device display was not functioning and showed a white screen. There was no patient involvement.

Event description:
It was reported to philips the device display was not functioning and showed a white screen. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty display. The fse replaced the display. The device passed all performance assurance tests and was placed back into use with the customer.